Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose of 500 mg/dl. No other information was provided. Animas has made multiple unsuccessful attempts to collect more information. This complaint is being reported as the patient experienced hyperglycemia and the pump could not be ruled out as a cause/contributor.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 09/16/2015: the device was returned to animas and evaluated by product analysis on 08/24/2015 with the following results: no defect found. Unable to duplicate the complaint. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. The last basal delivery and the last bolus delivery were on 2015-07-28. The black box shows a replace cartridge alarm on 2015-07-24 at 23:52; deliveries resumed at 2015-07-25 at 00:51. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.